Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated they had an insulin overdose from her omnipod insulin pump due to falsely elevated cgm reading of high which resulted in hypoglycemia with dizziness and seizure. The patient's husband administered glucagon and she recovered after treatment. The patient did not seek emergency care. After waking, the patient checked her bg but did not recall the value, only that it was normal. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.